Event description:
It was reported that the patient could not adjust their stimulation on their implantable neurostimulator (ins). It was noted that there was a power-on-reset (por) on the device. The patient worked with the company representative to clear the por which resolved the issue. If additional information is received, a follow up report will be sent. See also manufacturers report # 3004209178-2012-07183.

Manufacturer narrative:
Concomitant medical products: lead: model 3888-56, lot # v247274, implanted: (B)(6) 2009, explanted: na. Lead: model 3888-33, lot # v248575, implanted: (B)(6) 2009, explanted: na. Lead: model 3487a-45, lot # v241049, implanted: (B)(6) 2009, explanted: na. Lead: model 3487a-45, lot # v241049, implanted: (B)(6) 2009, explanted: na. Lead: model 3888-56, lot # v247274, implanted: (B)(6) 2009, explanted: na. Lead: model 3888-56, lot # v250969, implanted: (B)(6) 2009, explanted: na. Extension: model 3708260, serial # (B)(4), implanted: (B)(6) 2009, explanted: na. Extension: model 3708260, serial # (B)(4), implanted: (B)(6) 2009, explanted: na. Recharger: model 37752, serial # (B)(4). Programmer: model 37743, serial # (B)(4). Concomitant system: neurostimulator: model 37712, serial # (B)(4), implanted: (B)(6) 2010, explanted: na. Lead: model 3888-33, lot #v327597, implanted: (B)(6) 2010, explanted: na. Lead: model 3888-45, lot #v372141, implanted: (B)(6) 2010, explanted: na. Lead: model 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 3708160, serial # (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 3708260, serial # (B)(4), implanted: (B)(6) 2010, explanted: na. (B)(4).